Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after unpacking the device, the physician found that there is white foreign matter on the bactiseal catheter (ID 823073). The procedure was completed with a replacement product available. No patient injury reported, and the event did not led to surgical delay.

Manufacturer narrative:
The bactiseal catheter (ID 823073) was returned for evaluation. Device history record (DHR) - lot 6756529, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected, a foreign matter was noted. The complaint was confirmed. The root cause for the issue reported by the customer was possible due to ¿lid wrinkles or creases during manufacturing process post- sealing operations¿.